Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: 448946. The lot # 25154224 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/12/2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Only the delivery device with the seal and tension spring assembly was returned for evaluation. Signs of clinical use and evidence of blood was observed on the delivery device and seal, indicating an attempt was made to introduce the device into the aorta. The white plunger was fully depressed and the blue slide lock was disengaged. The metal anchor was observed to be outside the delivery device and tension spring inside the delivery device with the seal in a fully opened state. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. No cracks or delamination was observed on the seal. No measurements were taken of the delivery device due to the presence of blood observed. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.

Event description:
This case is related to 448949 & 448951. The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.